Event description:
It was reported that the patient experienced fluid loss in the inflatable penile prosthesis(ipp) reservoir. The reservoir was replaced to complete the surgery. A patient outcome was not reported. Further information was requested and is not yet available. Should additional information become available a supplemental report will be submitted.